Event description:
Reporter alleged the blood glucose monitoring device display did not match the memory result. Reporter stated the display on device read 42 mg/dl, however, the memory read 142 mg/dl. Reporter indicated no treatment was received and no medication was changed as a result of the alleged event. A request was made for the return of the suspect device and replacement product was sent.